Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the pump stated that infusion was completed but 80 ml remaining in the medical bag. No patient injury reported.